Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. After the procedure was completed it was noted that there was a small pericardial effusion (less than 5 mm inferior and posterior wall). The patient was stable throughout the entire post procedure care. There were no negative effects to the patient or vital sign changes. The effusion resolved on its own. The patient is healthy and was discharged the next day as planned.